Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier (mlca) instrument was analyzed and was found to have a cracked clamping pulley on input #6 (grip) and input #5 (pitch). The crack resulted in loss of tension of the correlating grip cable(s) causing it not to close.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument wasn't properly closing the clips in the clip applier.